Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the customer reported issue was confirmed. In addition, noisy image, and top case/front panel bottom chassis corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center spring that latches the connector fails to hold and the connectors are oxidized. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Event description:
It was further reported that the evis exera iii video system center was unable to display image with the 180 series scope.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review, additional information, and results from the legal manufacturer investigation. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted to connect the monitor to the cv-190 however, color bars were displayed but no image was obtained from the 180 series scope. Tac instructed the customer to connect the oev-262h monitor to a cv-180 tower using the same serial digital interface (sdi) cable and image was shown. Tac advised the customer to send in the cv-190 for an evaluation but the customer denied and mentioned that two different maj-140 were attempted without resolving the issue. The customer requested for a field service engineer (fse) to be dispatched onsite to resolve the problem. Upton arrival, the fse discovered that the maj-1430 socket was missing a spring that locks it in place. Furthermore, the socket contacts appeared to be oxidized and device rust/electronics appeared to have been cleaned with bleach. The customer confirmed that the unit and electronics were wiped down with bleach once a day. Tac advised the customer to avoid using bleach on the tower and electronics. Afterwards, the agreed to send in the device for evaluation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was due to a failure of the lock release lever which is caused by a failure of the dr board. Since the device was manufactured prior to the design change of dr board, it is presumed to be a failure caused by the design of dr board. Olympus will continue to monitor complaints for this device.